Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that occlusion alarms were received. During troubleshooting air bubbles were observed within the luer lock connection. The air bubbles were primed out to address both issues. Customer's blood glucose level was not impacted.